Event description:
It is reported that the knee implanted has loose articular surface locking screws. Implant and explant info is unavailable at this time.

Manufacturer narrative:
Evaluation summary: cause cannot be definitvely determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.